Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow up report detailing the results of the eval.

Event description:
A report was received stating that a pt was hospitalized due to diabetic ketoacidosis. The pt's blood glucose was 500mg/dl. The pt was treated wit IV hydration and insulin injections; concurrently, the infusion set was removed. Inspection of the removed set discovered the cannula kinked. No permanent adverse effects to pt reported.